Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that air took longer than normal to escape. The event occurred during patient use at the facility. No patient harm or adverse events were reported.

Manufacturer narrative:
One device was returned for evaluation in used condition. Functional testing was performed, and when the airway pressure gauge needle returns to zero, compared to other products, the needle returns to zero somewhat slowly. The investigation noted that the gauge needle moves a little slowly, but it's within an acceptable range. The user observed the needle's movement and concluded that the air was being released slowly. No action was taken as it was not considered a defect. The device passed all testing.